Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced multiple low blood glucose events while using the ilet bionic pancreas and expressed a desire to discontinue use, with records indicating frequent meal announcements around the time of the reported lows. Symptoms included hypoglycemia. Outcomes included the need for additional information to assess the event and no alerts or alarms reported. Investigation included customer follow-up attempts and review of available usage information. Investigation of this case revealed that the cause of hypoglycemia was unclear. It was concluded that the event could not be fully assessed without further user input and that no device malfunction was identified based on the information available. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.